Event description:
The customer observed imprecise results for a single proficiency fluid processed using vitros phyt slides on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros phyt slides or the vitros 5,1 system did not operate as intended. The investigation determined that the imprecise vitros phyt results were confined to a single proficiency fluid processed on (B)(6) 2009. Quality control results were acceptable at the time. The proficiency fluid is a liquid, ready to use material. The customer stated that the manufacturer's fluid handling protocol was followed. The customer repeated the same proficiency sample on (B)(6) 2009, obtaining the expected result. The root cause of the imprecise proficiency fluid result is unk.